Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an infant heel warmer. The customer reports the infant heel warmer exploded when the rn was trying to activate it. The heel warmer exploded all over the rn's uniform, neck, face and hair, and was sent to employee health. There was no further intervention for the rn.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch report number (B)(4).